Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, the surgeon clamped the tissue and tried to squeeze the handle, however it ran idle and could not fire the device. There is no reported patient injury.